Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a vizigo and the thrombus issue was observed. Thrombus was observed flowing into the hemostatic valve when blood was drawn from the side port of vizigo. Timing was at the time of drawing blood from the side port of the sheath. The procedure was continued and completed as it was. There was no impact on the patient. Additional information was received 23-mar-2025. During ablation, the junctional rhythm was not easily achieved. In a later review of the procedure, the physician commented that the ablation using qdot catheter might not have been sufficient enough (inadequate ablation).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 07-apr-2025. The system did not present any error message nor did the physician / user see any product problem. There were no issues related to temperature and flow on the catheter. The generator was set to temperature control mode, temperature cut off: 35-48 and impedance cut off: 55o. The noted temperature: 35-48, impedance: 80-95o, and power: 25-30w. The patient was anticoagulated. Act: 300-400. No thrombus was found. The physician commented that the procedure was unsuccessful due to edema. The generator and pump system information was provided. Therefore, updated section d10. Concomitant medical products and therapy dates. Due to the additional information received stating no thrombus was found, clarification was requested. However, no further information has been made available. If we receive clarification, we will process accordingly. Additional information was received on 09-apr-2025. No additional intervention was required. The physician commented that there was no adverse event occurred. Edema had occurred, which might have made it difficult to ablate the lesion. No prolonged hospitalization required. The patient¿s sex and gender were provided. Therefore, a3a. Sex and a3b. Gender were processed. H4. Device manufacture date has been added. The bwi product analysis lab received the device for evaluation on 30-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Reported in the 3500a follow-up #1 that clarification was requested as additional information was received stating no thrombus was found. Additional information was received on 07-may-2025 clarifying that no thrombus was found on the qdot micro catheter; however, thrombus was observed from the side port of the vizigo sheath. The device evaluation was completed on 15-may-2025. It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a vizigo and the thrombus issue was observed. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device: no thrombus residues were observed on tip, valve or side port. The device was connected for irrigation, to checking any presence of thrombus residues. However, no issues were observed during the analysis. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. The thrombus reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).